Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
In this event it is reported that during use of nontemplate aligner arch the patient experienced pericoronitis due to inflammation from the extended trimline distal to #31. A laser was used to excise the tissue.